Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was feeling terrible and collapsed. Upon review, there was pacing 50% of the time, but the heart rate was normally in the 40's. It was indicated the patient had received several inappropriate shocks and likely has pacemaker syndrome. As the patient had developed second degree heart block, the patient's system was upgraded. As a result, this device was explanted and replaced. No additional adverse patient effects were reported.